Event description:
It was reported that a error message was displayed during a da vinci hysterectomy procedure, red light came on the endowrist one vessel sealer instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The endowrist one vessel sealer instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation was not able find any error messages on the icb log and the msc log. Failure analysis investigation also found that the instrument snake wrist cable to be broken and therefore, the instrument could not be placed on an in-house system for functional test. In addition, instrument icb cable was missing. The instrument was returned without the cord attached. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the snake wrist cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.